Event description:
A report was received that the patient underwent an explant procedure due to infection. The incision had opened up and pus was coming out of both mid-line and pocket sites. The patient was given oral antibiotics. The physician believes the infection was procedure related. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70 serial # (B)(4) description: artisan 2x8 lim, 70cm. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. The explanted devices were not returned to bsn as they were discarded by the medical facility.